Event description:
It was reported that posterior capsule tear was noted after the insertion of an li61aov into the pt¿s left eye, using an ex-28b inserter and healon gv viscoelastic. After lens insertion the lens started to dislocate posteriorly due to the capsular tear. The incision was enlarged to remove the lens, a vitrectomy was performed, and an anterior chamber lens was implanted successfully. Sutures were used. The pt¿s prognosis was indicated as good. Please reference MDR number: 1119279-2012-00130 for the delivery device.

Manufacturer narrative:
The lens has been returned to b+l. Visual inspection found both haptics bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.